Event description:
Patient to outpost procedure, currently unknown intervention. Experiencing ventilation difficulties and the patient is quickly re-intubated without drama. Observed kinks on the tube intraorally. No adverse patient effects were reported.